Manufacturer narrative:
Continued e1 phone number: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture and granuloma are physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV and granuloma.

Event description:
Healthcare professional reported ¿grade IV contracture¿. Later, healthcare professional reported " tissue consistent with periprosthetic capsule with siliconomas". This record is for the left side. Device was explanted.

Manufacturer narrative:
Device analysis results: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe as it is not related to the manufacturing process. Granuloma: unable to observe as it is not related to the manufacturing process. As per the investigation procedure, deformation and creases were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, corrected and/or changed data: b5, d9, h3, h6.

Event description:
Healthcare professional reported ¿grade IV contracture¿. Later, healthcare professional reported " tissue consistent with periprosthetic capsule with siliconomas". This record is for the left side. Device was explanted and replaced.